Event description:
The device was being used as a monitor for a pt transport with a 1 1/2-2hr transport time. According to the reporter, the device lost power and shut off by itself a few minutes before arriving at the hospital and ECG monitoring of the pt was unavailable until arrival at the hospital. The reporter stated that the pt went into cardiac arrest very shortly after being released to the hospital staff and expressed concern about the loss of monitoring capability which might have indicated that the pt was close to cardiac arrest.

Manufacturer narrative:
Physio-control evaluated the device but the batteries used during the reported incident were not retained by the facility and not available for eval. Proper device operation was observed through functional and performance testing. Further eval of device operation performed inside device operating temperature range at 100 degrees f and 40 degrees f. For 48 hours revealed no discrepancies and the reported problem could not be replicated. The device is being returned to the customer for use.